Event description:
It was reported that a novum iq large volume pump over infused calcium gluconate during patient infusion in the progressive coronary care unit (pccu). The dose ordered to infuse was 50 ml over 60 minutes; however, it was observed that the infusion completed 25 minutes earlier than the expected end time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.